Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the angulation-down angulation failure, and the angulation-up angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. There was not adequate time for gfe, and we can not deny the possibility the gluing dropped into human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.